Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique (coded as peritoneal dialysis complication), vomiting, fever, anorexia and sterile peritonitis in a (B)(6) male patient coincident with dianeal unknown and extraneal viaflex therapies. On (B)(6) 2010, the patient began treatment with dianeal unknown (dose and frequency not reported) and extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Forty eight hours prior to the onset of the event, the extension tube cap fell down and the patient put it back on without changing it. This was considered a major break in aseptic technique. On (B)(6) 2011, the patient experienced cloudy effluent, abdominal pain and vomiting with a fever of 38 degrees c. The patient also experienced anorexia (onset date not reported). The patient consulted with his physician on (B)(6) 2011, and was diagnosed with sterile peritonitis. Hospitalization was not required. On (B)(6) 2011, the patient received two doses of vancomycin (1g, ip) at 10:00 and 22:00. The patient also started treatment with oflocet (200mg, every 2 days, route not reported) on (B)(6) 2011, with the first dose given at 18:00. On (B)(6) 2011, the patient recovered from sterile peritonitis, fever, and vomiting, however, the anorexia persisted. On (B)(6) 2011, the patient stopped taking oflocet. The root cause of the sterile peritonitis was a break in aseptic technique. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. Dianeal unknown and extraneal viaflex therapies continued. The physician believed that the events of vomiting, fever and sterile peritonitis were moderate in severity and unrelated to dianeal unknown and extraneal viaflex therapies. The physician did not provide causality for the events of break in aseptic technique and anorexia.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.